Event description:
It was reported that hair was found attached to the bd alaris¿ pump module smartsite¿ infusion set vent port. The following information was provided by the initial reporter: "as per account, hair found inside package and attached to vent port of drip chamber."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 27-jan-2023. H6: investigation summary: a complaint of a hair being found in the packaging was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. A hair was found inside the packaging attached to the vent of the drip chamber. A device history record review for model 2420-0007 lot number 22075140 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing process was reviewed to identify the potential causes regarding the issue reported. The potential root cause was determined to be incorrect usage of hair cover, beard cover, and/ or hairband.

Event description:
It was reported that hair was found attached to the bd alaris¿ pump module smartsite¿ infusion set vent port. The following information was provided by the initial reporter: "as per account, hair found inside package and attached to vent port of drip chamber.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hair was found attached to the bd alaris¿ pump module smartsite¿ infusion set vent port. The following information was provided by the initial reporter: "as per account, hair found inside package and attached to vent port of drip chamber."

Manufacturer narrative:
Investigation summary: a complaint of a hair being found in the packaging was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 22075140 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.